Event description:
The clinician reports that the day the implant was placed in the patient's mouth, failure occurred upon insertion. Sinus perforation. Patient presented with fair oral hygiene. The device was forwarded to the manufacturer. At the eventthe patient experienced: mobility and bleeding. No further patient complications were reported.